Event description:
It was reported that the customer was hospitalized for high blood glucose and dka. It was also reported that the alarm history revealed an error alarm. The customer's friend stated that the batteries were removed for a few hours. Troubleshooting was performed. The time and basal rates were erased due to the error alarm. Assisted customer in correcting the programming.